Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while a replacement pump was provided by technical support.